Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not functioning. The issue was noticed when the customer was unable to clear their blood glucose alert. The patient's blood glucose at the time of incident was 166 mg/dl. Troubleshooting was initiated for the keypad anomaly. The numbers were not ramping on their own nor was the scroll bar moving without user input. However, there was no button response. The issue was not resolved during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. Device was programmed with a test guardian three link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for several days while connected to the test sensor and plug. No excessive enter blood glucose prompts noted and the calibrate now alert followed the proper timing. No unexpected frozen display, unresponsive keypad, calibrate now or enter bg errors noted. (B)(4).